Event description:
It was reported that during a right shoulder stabilization, the firstpass suture was passed, but the shaft broke at the base, making it unstable. At the end doctor required to use a champion passer (stryker). It is unknown if there was a delay in the procedure, no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No product identification information was provided, thus a manufacturing record and complaint history review could not be conducted. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes.